Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi reset mode was confirmed in the laboratory via review of the device image. The cause of the reset was due to an error in the software settings. The reset could not be replicated in the laboratory.

Event description:
It was reported that the device was found in backup vvi mode while still in its original packaging. The device was not implanted and returned.